Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery cap and battery compartment had stripped threads. It was reported that the battery cap was unable to tighten onto the pump, and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. There was no visible damage to the battery compartment, but there was evidence of moisture inside. The returned battery cap had stripped threads. The returned battery cap was unable to secure onto the pump, and was unable to maintain an electrical connection with the pump. A test cap was used to complete the investigation. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test passed. The pump was opened and no additional moisture was observed inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored.